Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that following a nearby lightning strike, smoke was seen from the patient transmitter. The unit's ac power adapter exhibited electrical damage. The transmitter was replaced.